Manufacturer narrative:
The customer opened a service repair request and stated they would ship the unit for repair. At that time of this report, the unit has not yet been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that their exhibit central station repeatedly shut off and would not stay on. The central was monitoring telemetry patients at the time of failure. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
The device was returned to spacelabs healthcare for additional investigation. A service technician evaluated the returned system where they were able to verify the reported issue. It was found that the unit had a faulty fan on the video card, which can lead to the device overheating and shutting down unexpectedly. After the video card was replaced, proper device operation was observed through functional and performance testing. The cause of the reported issue was due to the unit overheating due to a faulty fan assembly.